Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician successfully deployed the first three ligation bands. However, in attempt to deploy the rest of the bands, resistance was noted on the handle and all the remaining bands failed to deploy. They removed the device out of the patient and they cut the suture. There were no damages noted on the device and packaging. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
(B)(4). Reported issue of bands failed to deploy. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.